Manufacturer narrative:
The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Post procedural complication of aspiration pneumonia is a is a known complication of am nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in japan underwent a procedure for the placement of a nasojejunal tube. On (B)(6) 2022, the patient had aspiration pneumonia. On (B)(6) 2022, the nasojejunal tube was removed and the patient was transferred to a different hospital. On (B)(6) 2022, the patient was recovered, with sequelae. Multiple attempts were made to obtain additional information without success. There is no additional information about the patient's medical history, the patient's clinical course while hospitalized or any other pertinent information available.